Event description:
The lay user/reporter contacted lifescan (lfs) on march 9, 2007, and alleged that the meter was displaying the battery icon. According to the reporter, the pt was unable to test for 2 to 3 days due to the battery icon on the display. The pt continued to take her insulin (reporter did not know her regimen) without knowing her blood glucose result. Approximately one week ago, the pt was taken to the hospital because she felt dizzy. Although the reporter felt that she was hypoglycemic, she was treated with 40 to 55 units of regular insulin. Her insulin was changed to 70/30 insulin, according to the reporter; the total insulin dose was increased. After the hospital visit, the pt took the meter to the pharmacy and they were able to get the meter to work by moving the battery. After arriving home, the meter was again, displaying the battery icon. The pt had not replaced the battery, as she has owned this meter for less than 1 year. This complaint is being reported as the pt alleges she was unable to test on the meter and later required insulin treatment after becoming symptomatic. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.